Event description:
This lead was implanted on (B)(6) 11. It was noted at the procedure that this lead was repositioned multiple times as several positions yielded high capture thresholds and diaphragmatic stimulation at high to moderate outputs. The lead was then wedged in a basal sub-branch with excellent function. The physician was dr. (B)(6), at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).